Event description:
Approximately 5-10 minutes after initiating a routine hemodialysis treatment patient experienced sob, nausea, vomiting and increased blood pressure. Blood was rinsed back and treatment ended. Benadryl 25 mg IV was administered and symptoms resolved. Nurse primed a new cartridge with dialyzer with an additional 500 cc of saline and completed the hemodialysis treatment without symptoms. Patient has known allergy to pcn and vicodan. Patient continues to dialyze using the car 170b following the routine priming procedure and has been symptom free.

Manufacturer narrative:
There is no evidence of a device malfunction. The cartridge is a single use gamma sterilized device. The user's guide includes adequate warnings to monitor for potential allergic reactions. Facility staff attributed the patient's symptoms to a possible dialyzer reaction. This report is considered closed. No additional information will be provided. Nxtstage medical considers this report closed. No additional information will be provided.